Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15828. Related manufacturer reference number: 2017865-2019-15830. It was reported that a patient¿s implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted due to an infection. During explant, there was puss in the pocket area. The patient was discharged post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the infection was unrelated to device and/or leads.